Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) arrived onsite and assisted the customer. The fse verified that the ECG calibration was correct and that the front end board was calibrated within specification. It was discovered that the incorrect reading was due to channel 1 on customer's oscilloscopes was reading incorrectly. When channel 2 was used on customer's oscilloscope, the ECG gain was reading within specification. The fse completed the repair with full calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the front end board of the cs300 intra-aortic balloon pump (iabp) was defective. The customer checked the ECG gain while performing a preventive maintenance (pm) on the cs300 intra-aortic balloon pump (iabp) and was receiving an out of specification reading on his oscilloscope for ECG gain. The customer had to calibrate the ECG gain, and after calibrating it, one of the test in ECG channel checks was not passing. The customer called getinge tech support and request service onsite to verify that the front end board was working correctly. There was no patient involvement, and no adverse event reported.